Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During set-up, the machine alarmed while performing set-up testing during three separate attempts. Per the customer this delayed the start of the procedure. The customer reported the event to their competent authorities. No adverse event occurred to a pt. If new info is provided at a later date that changes this info, a f/u report will be filed. This event is being filed in response to the customer filing because currently caridianbct cannot confirm or deny that an adverse event has occurred.